Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Based on a review of the medical records, there is no way to determine whether the davol mesh devices may have caused or contributed to the problems experienced due to the limited clinical information provided, the patient's additional abdomen/pelvic procedures performed and the patient's previously implanted non-davol mesh. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2011 - the patient underwent a hysterectomy and anterior repair with implant of a non-davol "avaulta" mesh. On (B)(6) 2012 - the patient underwent explant of the non-davol "avaulta" mesh. On (B)(6) 2012 - the patient underwent a bilateral salpingo-oophorectomy procedure. On (B)(6) 2012 - the patient was diagnosed with a left inguinal hernia and left lower quadrant incisional hernia. The patient underwent a left open inguinal hernia repair with implant of a bard davol perfix plug "onlay" and a left abdominal wall open hernia repair with implant of a davol flat mesh. Post operatively the patient developed an abdominal wound seroma and had it percutaneously drained. On (B)(6) 2013 - the patient had md office exams with complaints of abdominal pain, also it was indicated the patient had an abdominal CT scan performed due to an abdominal wound seroma. On (B)(6) 2013 - the patient was diagnosed with abdominal wall seroma and underwent left abdominal wall mesh excision of the davol flat mesh and drainage of seroma. No operative details provided for this procedure, however, per md office exam progress note "mesh was balled up and a smaller piece placed and secured laterally with sutures." On (B)(6) 2013 - the patient underwent a burch urethropexy, abdominal paravaginal defect repair and a vaginal enterocele repair. On (B)(6) 2013 - the patient had an md office exam and complained of right sided abdominal pain with some associated nausea. Per md assessment "abd pain no gynecologic in origin, seems most likely musculoskeletal." On (B)(6) 2014 - as indicated in the pathology report the patient underwent explant of the davol perfix plug mesh. No operative details were included for this procedure.